Event description:
Event description guidant received information that, 1 month post-implant, this cardiac resynchronization therapy defibrillator (crt-d), right atrial and defibrillation lead exhibited out-of-range lead impedance measurements. Noise was also detected on the rate/sense channel. During an attempted lead revision procedure, it was reported that the setscrews of this device were not able to be tightened down. The device was explanted and will be returned to guidant for analysis. The leads were tested on a pacing system analyzer (psa) and lead measurements were normal.